Event description:
Title: comparison of homemade versus commercialized single-access port devices for single-incision laparoscopic appendectomy: a retrospective comparative study. The aim of this study is to compare homemade and commercialized single-access port devices in terms of short-term surgical outcomes and medical costs. Between august 2013 and july 2024, a total of 182 patients underwent emergency single-incision laparoscopic appendectomy. Patient groups using two different port devices, 129 patients used homemade port devices and 53 patients used commercialized port devices were using harmonic scalpel (ethicon endo-surgery, cincinnati, oh, USA). The wound was closed with an interrupted figure-of-8 suture with 1-0 vicryl suture. Reported complications are: n=12; clavien¿dindo complications I treatment: not mentioned n=7; clavien¿dindo complications ii treatment: not mentioned n=3; clavien¿dindo complications iiia treatment: not mentioned n=2; clavien¿dindo complications iiib treatment: not mentioned n=8; ileus treatment: not mentioned n=2; intra-abdominal abscess formation treatment: not mentioned n=16; superficial incision ssi (surgical site infection) treatment: not mentioned. In conclusion, the outcomes of the homemade port device were similar to those of commercialized port devices except for longer operation time. The advantages of less expensive equipment costs of homemade port devices would lower the economic burden for patients undergoing single-incision laparoscopic appendectomy in low-resource environments

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: doi: http://dx.doi.org/10.1097/fs9.0000000000000248.